Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose with two lows followed by sustained hyperglycemia after a full infusion set change; during troubleshooting an incorrectly deployed 23 in, 6 mm infusion set was identified when the blue needle guard had not been removed, leading to improper infusion until the site was replaced, tubing and cannula were filled, and insulin delivery was resumed, with no device alerts or alarms reported. Symptoms included hyperglycemia up to 400 mg/dl for approximately 3.5 hours and a prior hypoglycemia to 60 mg/dl lasting 20¿30 minutes without acute sequelae. Outcomes included no medical intervention, no hospitalization, and no reported immediate health effects. Investigation included guided user troubleshooting and education. Investigation of this case revealed an infusion set deployment error or connector issue leading to inadequate insulin delivery that resolved after correct site insertion and priming. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.